Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during percutaneous balloon dilation of the middle cerebral artery (right mca m1) performed on (B)(6) 2024, during surgery, the welding point of the subject guidewire was broken. The physician tried to capture the fractured subject guidewire out but failed. The physician invited other professions to help but the subject guidewire was failed to be taken out. A per the physician patient's vessel was severely tortuous and the position of the oa (ophthalmic artery) opening was very low and the welding point of the subject guidewire was not firmed. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported issue could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that percutaneous balloon dilation of the middle cerebral artery(right mca m1) was performed on (B)(6) 2024 and during surgery, the welding point of the guidewire was broken. The physician tried to capture the fractured guidewire out but failed, so inviting other professions to help but the guidewire was failed to be taken out. As the device was not returned an a review of all available information fails to indicate a probable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during percutaneous balloon dilation of the middle cerebral artery (right mca m1) performed on (B)(6) 2024, during surgery, the welding point of the subject guidewire was broken. The physician tried to capture the fractured subject guidewire out but failed. The physician invited other professions to help but the subject guidewire was failed to be taken out. A per the physician patient's vessel was severely tortuous and the position of the oa (ophthalmic artery) opening was very low and the welding point of the subject guidewire was not firmed. No further information is available.